Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation and the clinical observation could not be confirmed. As received, only pipeline flex braid was returned without pushwire. The pipeline flex braid was found fully opened with moderately frayed at both ends. No other anomalies were observed. We were unable to determine the cause of ¿failure/incomplete open at the proximal end¿. It is likely that the ¿severe vessel tortuosity¿ and ¿damaged braid¿ may have contributed to the failure to open issue. The damage to the braid at both ends of the pipeline is possibly the result of the customer re-sheathing the device more than recommended two times. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. Related MDR for this event: 2029214-2017-00848 2029214-2017-00849.

Event description:
Medtronic received information during embolization treatment for a small unruptured, saccular left carotid ophthalmic artery aneurysm, this pipeline flex embolization device (pfed) fail to open during the procedure. It was reported that a pipeline flex was attempted to be implanted. At deployment, the pipeline flex did not open in the the last 20% of the proximal section. The pipeline flex was had been positioned in a vessel bend; the vessel was severely tortuous. The device was re-sheathed and removed from the patient with the microcatheter. There was not any additional steps or other devices required to open the pipeline. Ultimately, a new device was used and procedure was completed successfully. No patient injury was reported.